Manufacturer narrative:
All available information indicates that the shocking portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited increased right ventricular (rv) pacing thresholds and loss of capture. The pace/sense portion of the lead was therefore surgically abandoned during a normal device replacement procedure and was replaced with a new pace/sense lead. To date, there have been no reported adverse patient effects related to this clinical observation.